Event description:
It was reported that the patient underwent a surgical procedure involving a five year old inflatable penile prosthesis (ipp) due to wanting more girth. During the procedure the existing device was removed, the corporas were dilated as much as possible and a new ipp was implanted. It was found that the previous left corporotomy had not completely closed since the last surgery. Poor corpora tissues made closure difficult. The patient did not experience other complications. It was further reported that the surgery was prompted due to personal desire. The ipp was fully functional and filled patient anatomy well. The patient did not experience symptoms or complications before the surgery. The poor healing might have been due to diabetes. No further complications following the surgery. No more information available at the moment. Should additional information become available, it will be provided.